Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection. The customer contacted olympus technical assistance support (tac) via phone. Technical assistance center (tac) provided remote troubleshooting and after cleaning and blowing out the connector the error disappeared. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source presented error b30. The event had occurred during maintenance. There were no reports of patient involvement.